Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer has tried changing the battery but nothing happened. Customer stated the battery cap and the battery compartment was fine. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged blank display found on (B)(6)2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test, active current test and self test. However, sleep current measurement test failed due to corroded battery tube assembly. No blank display noted during testing. Successfully downloaded history files and traces using thus tool. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, battery removed (84)-(B)(6)2021 18:06:51.000, low battery alert(104)-(B)(6)2021 17:14:00.000, pump error -(B)(6)2021 18:03:50.000 and batt out limit(6)-(B)(6)2021 18:11:42.000 were found in the history files. Insulin pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: a cracked case (corner of belt clip rails) and scratched case. In summary, customer alleged blank display not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.